Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The lead also exhibited high threshold and low impedance. The patient was brought into clinic on (B)(6) 2018 to reassess the lead. The impedance and threshold numbers were better and the lead was programmed to a different vector to resolve the stimulation.